Event description:
Patient rg indicated that they had recently had an eye infection and had to stop using their contact lenses. Rg indicated that their eyes became very red with red circles around both eyes. Rg saw their doctor on (B)(6) 2025 and was advised that there was an infection and possibly an ulcer. Rg was treated with antibiotics.